Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported problems obtaining suction two during a laser procedure, no patient harm. Additional information requested.

Manufacturer narrative:
Additional information provided. The device history records (DHR) for the device was reviewed. No abnormalities that could have contributed to this event were found. The associated device was released based on acceptance criteria. During a onsite visit the fse (field service engineer) was able to find the low suction warning in the logfiles, but was not able to reproduce any vacuum error. The fse tested the complete vacuum system and found all values within specification. The fse successfully completed system verification to specification. Suction issues are attributable to poor placement of the suction ring and applanation cone onto the patient's eye, patient physiology (eye anatomy), patient reaction. No technical root cause was identified as the product was found to be within specifications. The manufacturer internal reference number is: (B)(4).